Event description:
Customer's mother reports customer received a hi (greater than 600 mg/dl) on his meter several times in a row within a few minutes. Customer was treated by dad with extra insulin based on the result at 5 am. Mother retested customer with a hi and treated customer with his normal dose of insulin at 7:30 am. Mother reports customer tested hi 2 hours later and was having seizures. Customer's dad called paramedics at 10 am because customer was still reading hi, the emt's tested on the meter within the hour after the readings of hi with a result of 20 mg/dl and treated customer with an IV of dextrose. Mother states, the emts had been working on customer for 2 hours and he was still not coherent. Customer began to hallucinate. Emts retested customer with a result of 180 mg/dl and took him to the hospital at that point. Mother states emts did not understand why customer was still hallucinating. Customer was given a glucose injection at the hospital and kept under supervision. Mother states, customer stayed at the hospital for 3 hours. Mother states that customer is still hallucinating a little. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.